Event description:
The reporter stated the surgeon attempted to use a aq2015a silicone aspheric three piece lens. The lens tore/split while advancing in the injector. There was no pt contact. The reporter stated it was due to loading error.

Manufacturer narrative:
(B)(4).